Event description:
It was reported that the patient had one contact "out" on a lead. An impedance value of 10,000 ohms was measured. The cause was however unknown. Additionally, the patient had less than 50% therapy relief. The reporter indicated that in the process of replacing that lead, another lead was cut. Both were consequently replaced on (B)(6) 2013. The system was reportedly working upon leaving the operating room.

Manufacturer narrative:
Product ID: 3888-33 lot# v394049, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3888-45 lot# v407666, implanted: 2010 (B)(6), product type lead product ID: 3888-33 lot# v386602, implanted: 2010 (B)(6), product type lead product ID: 3888-33 lot# v164804, implanted: 2010 (B)(6), product type lead product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3888-33 lot# unknown, product type lead product ID: 3888-33 lot# unknown, product type lead product ID: 3888-33 lot# unknown, product type lead product ID: 3888-33 lot# unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had 4 leads placed and it was unknown which two leads were removed. Since the revision the patient's stimulation was "all working fine, he just thought it did not quite cover the painful areas." It was noted the patient's physician did not want to do another surgery at this time.

Manufacturer narrative:
Analysis of one of the 3888-33 leads revealed a conductor on the distal end of the lead was broken. Analysis of the other 3888-33 lead revealed no significant anomaly. But it was noted a distal end conductor was broken due to overstress/damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.